Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication was an anticipated risk associated with an ipom procedure and caused by the mesh. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. All the instruments used during this procedure were used in subsequent procedures. There are no photographic images of the device(s) or a video recording of the initial robotic procedure available for isi review. This complaint is being reported due to the following conclusion: after a da vinci-assisted general ventral hernia repair with ipom procedure, the patient returned to the ER with abdominal pain. On pod #7, the patient underwent a laparoscopic surgical procedure. The surgeon identified that the small bowel was sticking to the ipom mesh. The surgeon had to be peel the small bowel off from the mesh. The surgeon then placed a protective barrier on the mesh to address the issue.

Event description:
It was reported that after a da vinci-assisted general ventral hernia repair with intraperitoneal onlay mesh (ipom) procedure, the patient was admitted back to the hospital on post-operative day (pod) #6 for a suspected small bowel obstruction. As a result, the patient underwent a second surgical procedure. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr), and she stated that the surgeon provided her the following information regarding the reported event: there was no report of any intra-operative complications during the procedure performed on (B)(6) 2022. No details were provided in regards to how the hernia repair was done or what suture material was used. On (B)(6) 2022, the patient presented in the ER with abdominal pain. The patient was admitted for a suspected small bowel obstruction. The following day the patient underwent a laparoscopic procedure. At that time, it was confirmed that the patient did not have a small bowel obstruction. The surgeon identified that the small bowel was sticking to the ipom mesh, which had to be peeled off from the mesh and then he placed a protective barrier on mesh to address the issue. The ipom mesh was used during the initial hernia repair procedure. The surgeon had stated that the bowel sticking to the mesh was an anticipated risk of an ipom procedure surgical procedure and caused by the mesh. The surgeon had confirmed no malfunction of a da vinci product or system caused or contributed to the patient's post-operative complication. The patient is reported to be recovering well.